Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). Updated fields: b4, d9, e1 (telephone number), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. It was reported that before use the cs300 intra aortic balloon pump (iabp's monitor was not working. There was no patient involvement or adverse vent reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the issue. The fse found that the screws of the ground cables and the electronic boards of the monitor were loose. The fse tightened and adjusted the cables to return the device to normal function. The unit passed functional and safety checks and was returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that monitor of cs300 intra aortic balloon pump (iabp) was not working. There was no patient involvement.